Manufacturer narrative:
(B)(4). Date sent: 1/12/2026. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only one support arm from the pouch device was returned inside a plastic bag. No bag was returned for analysis. Due to the condition of that only one support arm was returned no testing could be performed to evaluate the reported incident. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. A possible cause of the damage is the application of external excessive force over the device that causes the support arm to become broken and the distal plug to be damaged once the instrument was fully retracted. Device history review, the manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4) date sent: 12/12/2025 d4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the pieces retrieved by opening the patient? Or was it retrieved laparoscopically? Please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the endopouch bag was used to retrieved the specimen laparoscopic. When the surgeon want to retract the metal pieces one of broke off inside the patient they have to retrieved it separately. They end up x-ray to patient to make sure no metal pieces will be left. They throw away the package of the pouch.